Manufacturer narrative:
(B)(6). On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/15/2016, software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a c3-t2 spinal fusion procedure, the surgeon alleged an inaccuracy occurred approximately 3-4 millimeters to the left. The spinous process clamp was at c2, after the spin the surgeon went to plan on t1 and t2, however, both the tactile probes and passive planar probe were off 3-4 millimeters to the left. The medtronic representative noted that closer to the frame, the surgeon was a little more accurate. The medtronic representative recommended the surgeon re-spin, however, the surgeon did not want to dose the patient a second time. The surgeon opted to discontinue the use of the navigation system and the procedure continued with fluoro. Delay in therapy was approximately 15 minutes. There was no impact on patient outcome.